Event description:
It was reported that the right atrial (ra) lead was exhibiting non-capture and oversensing due to a dislodgement. The lead was repr ogrammed until it could be capped and replaced with a new ra lead. The patient was a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).